Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the pump gave a "no disposable" alarm. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.